Event description:
It was reported that during the procedure the modular flex shaft broke in two pieces while accessing the cup. Nothing felt into the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: report source canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The instrument was returned for investigation. The event can be confirmed as the instrument is fractured in the spring-shaped area but otherwise shows normal signs of wear. Two additional images showing the reported product in a pe bag in the operating theater and covered in biological debris were received. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and additional similar complaints for the reported part and lot combination. It can be assumed that repeated use in combination with exposure to high forces and cumulative wear and tear from field use since the instrument¿s inception contributed to the fracture. The instructions for use (IFU), ¿surgical instruments¿, states: ¿do not subject instruments to high loads and/or impact as breakage can occur.¿ however, based on the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.